Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on photographic evidence of a fractured ar-8990st-1 batch 15506873. Based on the information provided which may include the returned device (if available), photographs, videos, event description, and any additional field input arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as the use of excessive tensile force or off-axis loading.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by an arthrex employee via email that for an ar-8990st-1, fibertak® dx suture anchor with 1.3 mm suturetape, the surgeon inserted the anchor and went to do a soft set, and the anchor had stripped off from the sutures. It looked like a clean cut. This was detected during a lateral ligament repair procedure on (B)(6) 2026. The procedure was completed successfully as a new anchor was used.